Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a percutaneous lead, on (B)(6) 2010. It was reported the lead was explanted and replaced due to lead migration as a result of a fall. The explanted lead was not returned to the MFR for analysis. Follow up on the pt found no further issues reported.